Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin1/6 of the ambient light sensor (u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the the insulin pump had hardware low level failures alarm more than one time. Customer's blood glucose value was unknown. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer stated fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.